Event description:
It was reported that this pacemaker entered safety mode. The pacemaker was explanted and a new device implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker entered safety mode. The pacemaker was explanted and a new device implanted. No adverse patient effects were reported.